Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that even after completing the aligners their right-side teeth still do not match up properly. Their bite is still off on the right side that is causing them issues. Patient was seen for cleaning and x-rays were completed. They were told to complete treatment to ensure their bite is corrected on their right side. Mild malocclusion on the right side told it can be fixed with further treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.